Event description:
It was reported to our sales rep, that he was observing a surgery procedure. During this procedure he observed that the surgeon seemed to have problems with the target device. The surgeon stated that the distal locking failed. Another device was available so he could complete the surgery.

Manufacturer narrative:
Additional information has been requested, and if received will be provided on a supplemental report.